Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka), and an elevated blood glucose (bg) level ranging from 149 to 300 mg/dl, with an unknown cause. The customer attempted to resolve the issue by delivering a correction bolus, and changed the infusion site. Subsequently, the customer was admitted to the hospital. Multiple attempts were made to follow up with the customer on additional information and a release date; however, a response was not received.